Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the cardiac resynchronization therapy defibrillator (crt-d) was "making a humming noise that lasts for about 10 seconds then stops for 4 minutes and starts again. This has happened about 4-5 times." Additional information obtained through follow-up noted the patient alarm toning was due to magnet exposure. The device remains in use. No patient complications have been reported as a result of this event.